Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues connecting the transmitter and during call he went on to stated he had experienced high blood glucose of 446 mg/dl. Customer stated he woke up with 538 mg/dl glucose, which he believes is due to him snacking at night. His blood glucose was 160 mg/dl when he went to bed and didn't bolus. Customer declined troubleshooting and is not returning the device for analysis.